Manufacturer narrative:
D10: the lot number of the tank is t211320. H3, h6: the tank was returned for product analysis. The hv tank kit failed bench testing. The resistance between j1e to j1a, j1d to j1a and j1k to j1k to j1a failed; open. J1f to j1g, j1h to j1g, c-s and c-l failed, measured low resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to service the system. Followed troubleshooting procedure to verify tube, hv cables/ cable ends, all check out to satisfaction. Determined hv tank to be faulty. Hv tank replaced in accordance with written procedure. System passed all subsequent testing. Reassembled, and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used in a spinal procedure. It was reported that in a case they heard a loud pop when doing the spin and got a generator overload error on the mvs. After they were unable to produce an x-ray afterwards. There was no patient harm reported as a result of the event.